Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device the unit failed for repair test. The sensor board and the active exhalation control module was replaced to address the issue. In addition, performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly.